Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth. This event not reported within the required 30-days is covered by CAPA # (B)(4).

Event description:
The customer reported nerve damage while wearing the aligners, the customer was not able to provide the impacted tooth number. Medical intervention is required. It is unknown if aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).